Event description:
Litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 06/05/2014 - medical records received. Upon revision, metallosis, corrosion on the taper, but not on the stem. The sleeve is being added to the complaint. This complaint was updated on: 06/24/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint - litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities. Doi: (B)(6) 2007 dor: not yet scheduled (right hip). Patient is a resident of (B)(6). Update (9/10/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 9 may 2014 der received. Dor (B)(6) 2014. Surgeon dr (B)(6). Additional product - adapter sleeve. Hospital (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.